Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 618.5 mcg/day. It was reported that the patient's pump flipped over a year ago and now about a month ago the patient was experiencing increased spasms in her legs with the pump flipping so the doctor manually flipped the pump back but there are reservoir volume discrepancies of expected reservoir volume (erv) 3.1cc and actual reservoir volume (arv) 21cc today. The doctor said he would prescribe po baclofen and have the patient contact the surgeon for a revision. Additional information was received from the rep. It was reported that the drug being delivered was gablofen (baclofen) at 2,000 mcg/ml. No issue related to the device being returned. The patient¿s catheter had kinked as a result from the pump flipping multiple times while implanted. Patient stopped getting relief for her spasticity. The managing doctor determined pump had flipped. He manually un-flipped it. Patient continued having issues. Surgery to replace pocket portion of catheter and replace recalled pump. Surgeon only requested device be returned because it was on the voluntary recall list. Environmental/external/patient factors that may have led or contributed to the issue included large body habitus, where it was difficult to anchor pump to patient¿s facia as recommended. It was unknown if troubleshooting was performed. Pump and pocket side of spinal catheter were removed and replaced on (B)(6) 2020 and the issue was resolved at the time of the report. Surgery successful without issue.